Event description:
It was reported the patient presented to the emergency room with a pacemaker exhibiting an output rate issue. Interrogation revealed the pacemaker exhibited a battery impedance problem and that the battery was prematurely depleted. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.